Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that a prime alarm was received on the insulin pump. He stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 102 mg/dl. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.